Event description:
It was reported to philips that red wi-fi light on the wireless footswitch was flashing and the footswitch did not work. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the reported event but the procedure was completed using the wired footswitch. A philips remote service engineer (rse) contacted the user and confirmed the issue. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch. Based on the available information, the cause of the reported problem could not be confirmed. However, as per our records, the system was identified to be part of the unit affected list of medical device correction (z-0476-2022). The correction is scheduled to be implemented on the system. The system is currently being used with a wired footswitch.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.